Manufacturer narrative:
(B)(6). (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "air alarm and over delivery. What regarding the air in line is the problem (no alarm/ repetitive alarm/ false alarm). Air in line alarmed once. Was the pump placed in a lockbox when the alarm occurred, if so, what type lockbox (500ml/250ml/100ml). Pump wasn't inside a lockbox but it was in lock mode. After the alarm appeared, was the line re-primed - yes. Did the alarm occur again after re-priming the administration set - no. Was air visibly detected in the line - yes. How did the staff try to resolve this issue - by re priming . Was the issue resolved - yes. Pump treatment information: rate: 5.4ml/hr but changed to 37ml/hr, vtbi: 250 ml, time: 46 hrs (but consumed in 15 hrs). Type of drug:fluorouracil. Was there a prime performed: yes. Pump or manual:pump. Delay in therapy:no. Need for medical intervention:unknown. Human harm: yes, there was over delivery of medication.